Event description:
Facility staff alleges that the bed is not placing a nurse call. No injury alleged.

Manufacturer narrative:
No pt was in the bed, no injury reported. The bed was found in pt room. Repair not complete.